Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor (B)(4) has been completed. The problem (damaged case, "adjust belt" messages) was confirmed. Upon investigation, the monitor was unable to properly communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor had a damaged case and was causing excessive "adjust belt" messages.